Event description:
It was reported that during a da vinci si pediatric colectomy procedure the surgeon experienced a yellow tint in the right eye of the high resolution stereo viewer (hrsv). Prior to contacting isi technical support to assist in troubleshooting the issue, the surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by isi field service engineering concluded that the issue experienced by the customer was associated with a faulty camera cable. The camera cable connects the camera to the system's vision cart, which then transmits the image to the high resolution stereo viewer (hrsv). The system was repaired by replacing the affected camera cable. The da vinci si surgical system user manual explicitly states that, environmental or equipment failures may cause the da vinci si system to become unavailable. The surgical team should always have back up equipment and instrumentation available, and be prepared to convert to alternative surgical techniques. As of december 6, 2011, there have been no reported recurrences of the issue at this hospital.